Manufacturer narrative:
The event took place outside of the united states (in (B)(6)). Explants information are unknown.

Event description:
This event was a revision surgery for unknown reason. Date of primary surgery and explants information are unknown.